Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (as low as 41 mg/dl) in the mornings. Carbohydrates were consumed to address the low bg. The customer reported that the pump's basal rate was set too high and was the cause of the low bg. The customer was working with a healthcare provider on adjusting the basal setting.